Event description:
The suction canister liner "exploded" during a surgical case, resulting in a mist of pt fluid in the or. Specific detail of incident: a nurse had capped of all ports on the canister lid and had turned suction off last. Upon gently touching the lid of the canister, the liner appeared to burst. (Sample was tossed immediately). The fluid did come in contact with a nurses eye, as she was not wearing eye protection.

Manufacturer narrative:
The event sample, per incident report, was discarded; therefore, an evaluation of the complaint event device for deficiency of construction could not be performed. However, three (3) 65651-920c flex 1500cc lid and liner assembly samples were returned from the affected customer site on (B)(4), 2010. These units did not appear to have been used. One unit had been cut at the liner sidewall by the sales rep as she wanted to look at the filter. A lab visual, dimensional, and functional investigation was performed on the returned units. The results are as follows: no visual non-conformance issues were noted with the exception of the cut liner as received. No units demonstrated issues with the glue seal, hole in the liner wall, missing pt port flapper valve, or any other damage. A dimensional evaluation was performed on the unit that was previously cut at the liner wall. The analysis verified that the cut area met the dimensional minimum wall thickness requirement of 0.005". A functional evaluation was performed on the two (2) undamaged units by applying a full vacuum and filling each unit to full shut off. This process produces the highest level of internal pressure on the unit as the disposal process is initiated. Following our directions for use for flex advantage disposal, no 'explosion', fluid spray, or liner burst occurred. No lot number was provided by the customer; therefore, a review of the mfg device history record could not be performed. During the investigation the lid date code was determined to be (B)(4) 2009, which is indicative of the lid molding date (0 / +2 months). This would provide a general time frame of further processing and distribution. Without the actual event sample or lot number, no positive conclusion can be made regarding the cause of the customer concern. The returned units met all design criteria. The flapper valve was also challenged where the vacuum was turned off prior to disposal lid spout capping procedures (not an advised procedure) and met all design criteria. Note: previous testing has demonstrated that the only simulated usage condition where a rapid release of fluid or mist occurs is when the vacuum is turned off prior to firmly securing and capping all applicable lid spouts.